Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, the endotracheal tube was placed per manufacturer recommendations using direct visualization with a glide scope. The surgery proceeded with all items checked off as green on the nim display screen, stimulator hand piece was checked that tactile buttons worked properly and surgery commenced. Dissection was approached with no events and recurrent laryngeal nerve was identified. Stimulation was set at 1.0 to stimulate and confirm, muscle was touched and audible signal was emitted. Upon touching the nerve some stimulation was observed but no audible confirmation was received, we confirmed all electrodes and plugs with no response. Nim unit was turned off and on again and re-stimulated with no audible response from unit. Another connecter box was attached and reconnected with same results. At the surgeons request, anesthesiologist re-intubated with new endotracheal tube and another nim unit was brought to the room to replace the initial unit, with same results as before. With no audible confirmation of the nerve, surgeon decided to abort the second part of the procedure from a total thyroidectomy to a right sided thyroidectomy, causing the patient to come back for a second surgery in the near future. The same nim console and patient interface were used during a subsequent procedure with a different endotracheal tube (from a different lot number), and both functioned as expected. There was no patient injury.

Manufacturer narrative:
H6: codes b18 and d1102 has been updated. The previously updated codes b17 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.